Manufacturer narrative:
Concomitant medical product: d354trg device, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing impedance and a high pacing threshold. It was noted the lead trends indicated the pacing impedance had gradually increased until it crossed the programmed upper limit and an alert for high impedance triggered. In addition, the threshold had also been rising. The patient presented to the clinic and the lv lead was no longer functioning. The lv lead was programmed off and remains in-situ. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.